Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Additional information received from the company representative states the facility reuses disposable products and does not perform the procedure in an air-filtered room.

Event description:
A case of endophlamitis was reported after a demo of the stellaris unit in (B)(6) 2016. The patient was treated with injections and has recovered. The cause of the issue could not be determined.